Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that the ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/ medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was duplicated and isolated to software. The technician updated the software to the current revision. If information is provided in the future, a supplemental report will be issued.